Event description:
Reportable based on investigation completed on 06/17/2008. It was reported that during a coronary drug eluting stenting treatment procedure, difficulty crossing the lesion occurred. The lesion being treated was located in the tortuous and highly calcified circumflex (cx). The physician attempted to place the 3.00x28mm taxus express2 drug eluting stent, but was unable to cross the lesion. The procedure was not completed due to this event. The pt condition was reported as stable. However, product analysis revealed stent damage.

Manufacturer narrative:
Device analysis. The device was returned for analysis and initial visual examination of the returned device revealed distal stent damage. Some of the struts were slightly flared. Several kinks were found on the entire length of the hypotube. Solidified contrast media was present inside the inflation lumen of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation for this particular batch found that the device met its material, assembly and product specifications. The most probable root cause is determined to be operational context.